Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2 pockets b4 and d5 failed to release. A field service engineer (fse) removed legacy full height drawer, replaced flat flex cable, ran hardware test application and restarted the application to resolve the issue. The field service engineer assisted the customer in recovery and load and assigned medication¿s back into pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2 pockets b4 and d5 failed to release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.